Manufacturer narrative:
The product will be returned for analysis, however it has not been received. Additional information will be submitted within 30 days of receipt. (B)(4).

Event description:
It was reported by the hospital contact that the coil (cpl10015230/c33295) was stretched. It was initially reported that the product will be returned for analysis.

Manufacturer narrative:
It was reported by the hospital contact that the coil (cpl10015230/c33295) was stretched. It was initially reported that the product will be returned for analysis. Based on the information, the event was not confirmed. The product was not returned for analysis; however procedural factors may have contributed to the event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.